Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4 (expiration date), g3, g6, h4, h6 (component code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including coronary artery disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported and later learned that a patient with a 19mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years two (2) months due to severe pvl and moderate regurgitation. The patient presented with dyspnea, fatigue and syncope. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: b2, e1, h6 (impact code, clinical code, device code).

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2. H11: corrected data: h6 (investigation conclusions), h11 (manufacturer narrative) paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bio prosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including coronary artery disease.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve after an implant duration of 6 years due to stenosis and insufficiency. The patient presented with angina. The procedure has not yet been scheduled.